Manufacturer narrative:
On july 28th, 2020 mentor became aware that mistakenly not reported the following in previous report: post operative diagnosis reveled only the right implant rupture. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 275cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by the physician via MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side.

Manufacturer narrative:
On july 8th, 2020 additional information received, indicated that patient removed the device on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 9 2020: during the visual evaluation, anomalies were observed on the posterior view of the device, consistent with a crease/fold. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020 mentor became aware that on previous submission mistakenly reported the awareness date incorrect, the correct awareness date is(B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicates that patient underwent bilateral and replacements as follow: left replaced with cat#: 3507275mc, sn#:(B)(6), and right replaced with cat#: 3507275mc, sn#:(B)(6), and correction of periareolar dent. Manufacturer¿s reference number: (B)(4).